Event description:
Company representative reported an event of the charger overheating, batteries weak and tilt not working. The end user was unable to get the device to release and was left stranded. There is no report of injury. A loaner was issued.

Manufacturer narrative:
(B)(4) model tdxsp-mcg, serial number/date (B)(4) is approximately 2 years old. The owner's manual part number 1143190, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed.